Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had placed the reservoir in the pump and the insulin started to squirt during fill tubing. Customer's blood glucose level was 130 mg/dl. Customer stated that they were not wearing the pump during priming. Customer stated that the insulin did not continue to drip after letting go of the act button. Customer stated that the motor slowed down and the numbers ramped up on the screen. Customer had a low reservoir alert today. Customer only changed the reservoir not the infusion set and stated that it is working fine. Customer was advised to send the reservoir back. Pump was working as designed. No further assistance needed.